Manufacturer narrative:
Concomitant product: product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
The manufacturer representative (rep) reported that impedance measures were taken and most combinations tested in range between 8,000-22,000 ohms. Multiple connection reseat, lead into the multi-lead trialing cable (mltc), without resolution. They performed a five minute stimulation to rule out or check for temporary high impedances. There were no considerable changes noted. Elevated impedances still an issue. It was suggested replacing the lead or wait longer to determine if issue resolves. It was later noted that replacing the leads resolved the issue on (B)(6) 2016. The impedance issue fixed after leads replaced. It was thought that the reason for impedances was epidural fat.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.